Manufacturer narrative:
Concomitant medical products: product ID 37752, serial# (B)(4), product type: recharger; product ID 37743, serial# (B)(4), product type: programmer, patient; product ID 3550-39, lot# n202820, implanted: (B)(6) 2009, product type: accessory; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the patient turned on stimulation it shocked her. The patient had it set at ¿7.00¿ for several years, but ¿one day last week¿ when she turned it on, it shocked her. Now, every time the patient turned it on, it shocked her. When the patient synced during the report, the device was off. When she turned it on during the report, it shocked her. The patient turned it off. The patient was advised to leave the device off and have the device checked. It was stated that when the patient walked the device was not helping with the pain in her back like it usually did, since the shocking issue started. The patient stated she would not be able to walk without the device as she did not have very many non-ruptured discs in her back. There were no recent falls or trauma (only falls in (B)(6) 2013 and (B)(6) 2014). Of note, the patient stated when she charged, the charge would ¿cut off¿ after a few minutes. It was stated that it was only taking a few minutes to charge as the stimulator was full. When the patient synced, it showed the device as ¾ full. Additional information was requested, if received a follow up report will be sent.

Event description:
Additional information received reported that the patient had overstimulation and a shocking/jolting sensation when they turned the device on. It was noted that diagnostic testing or troubleshooting would be performed in the future when the patient met with the manufacturer¿s representative to reprogram. It was stated that the patient was alive with no injury. It was reported that the patient had pain and less than 50% therapy relief associated with the event. It was noted that a nurse/healthcare professional (hcp) reported that the patient presented at the hcp office stating they were supposed to meet with the manufacturer¿s representative there. It was further reported that the patient¿s shocking experience was felt when she was using her recharging system and went to lie back. The manufacturer¿s representative stated that the ¿best he could gather¿ was that the patient ¿inadvertently hit the power ¿on¿ button while charging as she went to lie back. It was stated that the patient was unaware that the stimulation needed to be adjusted when changing positions. The manufacturer¿s representative speculated that the patient had stimulation off but it was set at 7v, and went to lie back when she hit the power on button. It was stated that this could not be confirmed but the manufacturer¿s representative was not able to duplicate any shocking sensation. It was stated that an impedance check of the lead was ¿unremarkable.¿ it was stated that no other diagnostics were performed. It was reported that the patient was receiving effective therapy and was doing well. It was stated that ¿her questions were answered to her verbally indicated satisfaction.¿ it was noted that the patient would contact the manufacturer¿s representative should she experience any future adverse events.